Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was loose and disconnected from the pump. A cartridge change was performed to address the issue. Customer¿s blood glucose level ranged from 150-220 mg/dl.